Manufacturer narrative:
Ventec provided the reporter with technical assistance, walking her through a hard reset of the device which resolved the reported issue. When cleaning the device, ventec also recommended locking the touchscreen using the lock screen button in the status bar, and then gently wiping over the top of and across the touchscreen to clean it. This technique helps prevent inadvertent button presses. The device was not returned to ventec for evaluation. The cause of the report issue could not be conclusively determined.

Event description:
It was reported to ventec that the lcd touchscreen on the device was unresponsive. There was no patient involvement associated with the reported event. The initial reporter did not provide the device's serial number. As a result, (model number, catalog number, serial number and UDI number) are "unknown", and (device manufacturing date) shall be left blank.